Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose was 248 mg/dl. Reportedly, the customer was able to charge the pump with an alternate adapter and continued using the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.